Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3487a-33, lot# j0225330v, implanted: (B)(6) 2002, product type: lead; product ID 3487a-33, lot# j0222848v, implanted: (B)(6) 2002, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information was received that stated the manufacturing representative had seen the patient after their pocket revision, and they were able to obtain full recharge coupling (eight efficiency boxes) with the recharger. The patient was receiving greater than 50% reduction in pain, and had no complaints at the time of report.

Event description:
It was reported that there was a coupling problem. Pressure applied to the recharger antenna caused bruising on the patient¿s backside. The antenna locate feature was performed and the upper number was in the 58 to 60 range. When the active charge screen would come on it would only show 2 coupling bars. They had tried moving the antenna around and turning the dial but the issue was not resolved. The coupling issue had been present since implant. The patient had tried to charge all day wednesday and thursday prior to the report both by laying on the recharger antenna and a pillow. A manufacturer representative thought that the recharger was bad. The patient was sent a replacement antenna but they were still having coupling issues. The patient had tried recharging with and without the recharging belt, with adhesive disks, laying on the antenna while charging, pushing the antenna up against their skin, and propping it up with a pillow but the coupling issues were not resolved. They had not tried using a recharge spacer. The patient had been unable to get their implantable neurostimulator (ins) more than halfway charged. The patient tried using the antenna locate feature again and moved their recharger antenna around but were only able to get 52 with antenna located and only able to get 2 coupling bars. The patient noted that they were sweating trying to get coupling bars. The patient was sent a replacement recharger and spacers but the coupling issue still did not resolve. The patient was seen by their doctor on december 2nd and an anterior-posterior x-ray of the ins showed the leads coming out of the left side. Further x-rays were done from the oblique and lateral perspectives and based on those the doctor believed that the ins had either flipped or tilted in the pocket. The doctor¿s office was working on planning a pocket revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.